Manufacturer narrative:
Based on the information gathered, there is no indication that a device directly caused the seroma. There is insufficient information to determine which specific system was used.

Event description:
It was reported that after a da vinci-assisted primary umbilical hernia repair surgical procedure, the patient entered the emergency room (ER) reporting abdominal pain. The patient had quickly reached for something and afterwards experienced severe abdominal pain. A CT scan of the abdomen was performed in the emergency room. A 5.7 x 2.6 x 6cm intraperitoneal fluid collection. In the emergency room, the following medications were administered: ketorolac injection 30mg IV, valium 5mg IV, iopamidol 370mg iodine/ml: 100ml IV. The patient was concluded to have a seroma underneath the incision site which was possibly related to the procedure or reaching for an object. The patient was prescribed ketorolac and methocarbamol and discharged at midnight.